Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod less than an hour. No treatment information was provided. The pod was originally reported for a hazard alarm.

Manufacturer narrative:
The reservoir was found to be damaged and leaking through the back of the fill port, causing corrosion, insufficient battery voltages, and data loss. Without the device data it cannot be determined if the device alarmed or if the observed damage contributed to the reported event. The soft cannula was observed to be stretched and was measured to be 1.75 inches, which is out of specification. The timing and cause of this damage cannot be determined.